Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they treated for a low sensor glucose reading of 40mg/dl and also stated that they had a blood glucose level of 575mg/dl when they checked. There was no indication of troubleshooting for the high blood glucose. The customer mentioned that they also received change sensor and calibration no accepted and was assisted with troubleshooting. Two sensors will be returned for analysis but the insulin pump will not be returned.